Manufacturer narrative:
Product family: scs-paddle leads-MRI upn: m365sc8436500. Model: sc-8436-50. Serial: (B)(6) batch: 7087785. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) and paddle lead were revised for an unknown reason.

Manufacturer narrative:
Product family: scs-paddle leads-MRI. Upn: m365sc8436500. Model: sc-8436-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) and paddle lead were revised for an unknown reason. Additional information indicated the scs paddle lead has migrated due to a not device related fall causing inadequate stimulation. To address this the patient underwent a revision procedure where the ipg and lead were explanted and replaced. Additionally, it was reported the patient underwent a t lift procedure. The patient is doing great post operatively. In accordance with facility policy the explanted device was retained and will not be returned.